Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off and became unresponsive. The customer stated the pump battery was at 5% prior to the shutdown. The pump was connected to a power source for over an hour however, the pump remained off. Customer reported blood glucose (bg) level was 506 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.